Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty procedure, stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, eccentric, de novo and 30mm long with reference vessel diameter of 3.5mm target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 3.50x32mm promus element plus was advanced and positioned in the proximal right coronary artery. It was inflated to attain its original size but upon visualization through fluoroscopy, it was noticed that it shortened at around 10mm and it moved from the lesion site so it was moved with an extractor catheter into the target lesion and the procedure was completed with another stent which was placed in order to reinforce the shortened stent. Patient's status was stable.